Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection and an adverse event. The patient stated the g5 mobile application had a signal loss and was unaware that her blood glucose was low and passed out. The patient¿s boyfriend administered the patient with glucagon and no emergency services were needed. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.